Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). The treating physician believes that this could have been an anaphylactic reaction, but the pt did not require additional medical treatment, nor required medications to alleviate the reported symptoms.

Event description:
The first stage of aligners were delivered on (B)(6) 2011. Four days later the pt reported symptoms of shortness of breath, difficulty swallowing and pain. The pt did not seek or require additional medical treatment, nor were medications prescribed or required to alleviate the reported symptoms. The treating physician believes that this could have been an anaphylactic reaction, thus the event is being reported.